Event description:
The customer reported to olympus that the evis exera iii colonovideoscope bending rubber portion had leakage, angulation did not reach specified standard, angulation free play, distal end tip scratched, flickering image due to scope connector contact pins corroded, scope connector contact pins corroded. Upon inspection and evaluation, due to damage on ccd unit, e315(scope err unsupported scope) occurs. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. A full inspection for endoscope was performed and confirmed the defects mentioned by the customer: 1. The distal end cover is dented. 2. A leakage test was performed, and leakage was detected at bending cover.3. Angulation has freeplay and does not reach specified standards.4. The electrical connector is corroded. The reported defect flickering image was not verified. The following findings were noted during device evaluation: due to a pinhole on bending section, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, c-cover has a dent, flickering image due to scope connector contact pins corroded, not confirmed during inspection, scope connector contact pins corroded, not confirmed during inspection, adhesive on bending section is detached, image guide protector has a chip, universal cord has a scratch, plug unit has corrosion, due to discoloration of light guide rod, light guide rod gets warm, and due to wear of lock-engagement lever, up/down knob cannot be locked securely. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.